Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with moderate calcification. The 4x120mm armada 35 balloon dilatation catheter (bdc) was inserted into the patient; however, prior to inflation a leak was noted as blood began to draw back from the hub of the device. Therefore, the bdc was removed and another armada 35 bdc was used to continue the procedure. There were no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak could not be determined. In this case, it may be possible that insufficient preparation and/or the sidearm and the syringe/inflation device (device use for preparation) did not form a secure connection or had a loose connection resulting in the reported leak; however, a conclusive cause cannot be determined since the complaint could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.